Event description:
Filter movement post implantation. The report we received from the field indicated that a pt enrolled under the study for inferior vena cava filter placement had a procedure completed in 2004. Immediate post procedure, the filter tilted 15 degrees. There were no adverse effects to the pt. The investigator assessed the event to be mild, not related to the device but, defintely releated to the procedure. No further action required.

Manufacturer narrative:
The product is not available for eval and testing. Therefore please note the following: clinical impression: a 68 y/o male enrolled in the proof study had an optease permanent vena cava filter placed. A 15 degree filter tilt was noted immediately post filter placement. The investigator assessed the event to be mild, not related to the device but definitely related to the procedure. No further action was taken as the investigator felt that the event is not clinically significant. With the info available the major contributing factors to this event appear to be procedural. Lot history review: review of the mfg route sheets revealed no anomalies that can be associated with the reported complaint. Although two other complaints have been reported for this lot number to date, they were not similar to this complaint. Conclusion: the exact cause of the reported event could not be determined.